Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving lioresal ( 2,000 mcg/ml at 614.6 mcg/day) via an implanted pump. It was reported that residual volumes were consistently higher than expected. It was noted the cause was the pump was close to the end of life. There were no diagnostics/troubleshooting performed but the issue was noted as resolved. It was noted the patient's pump was replaced.